Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had to charge the battery and everything was okay now. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient changed the patient programmer (pp) batteries and saw the "006 message - stuck key". Patient replaced the batteries in the pp and the issue was resolved. It was reported that while patient services (pss) walked caller through trying to connect the neurostimulator (ins), the caller reported seeing "charge your ins battery now" warning message. Pss reviewed with the caller she would not be able to use the patient programmer until she had charged up her ins. Pss reviewed with the caller she could call pss back later after she charged if she needed any assistance using the pp. Patient reported it was odd that her ins would be depleted already because she just charged to 100% on sunday. Caller stated she usually charged once a week and it only dropped a quarter. Caller was wondering why it depleted so fast. Patient had not had an increase in parameters recently. Caller stated she has not changed anything with her stimulation settings. It was reported patient charged their ins to 100% full. Patient mentioned that today, she noticed she did not feel stimulation at work. No further complications were reported/anticipated.